Manufacturer narrative:
Investigation date: 06/28/2016. An investigation of product kangaroo epump for the reported condition was performed. The customer reported that the unit is scheduled to start feeding at 2pm and should feed until 10 am the following day or until the total scheduled is given. The unit shuts off well before 10 am saying that the volume has been met. The unit was fully evaluated; unit passed all accuracy testing, therefore, the reported condition cannot be confirmed. Potential root causes could include and old or over-stretched tubing set, a recent change in formula, or perhaps the temperature of the formula itself. Product kangaroo epump was manufactured in 2012. A review of the device history record shows this device was released meeting all manufacturing specifications.

Manufacturer narrative:
An investigation is currently underway. Upon completion, a full investigation report will be provided.

Event description:
It was reported to covidien on 09/23/2014 that the customer had an issue with an enteral feeding pump. The customer reports that the feeding starts are 2pm and should go until 10 am the next day, or until the total volume is given. The issue is that they are shutting off well before 10am and saying the total volume has been met.